Event description:
It was reported that the bronchofibervideoscope failed to connect to the oer-pro balloon channel and an error code e024 was displayed during reprocessing. It was observed that during the device evaluation, the bronchofibervideoscope had a dislodged broken off brush tip at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation confirmed error code e024. Visual inspection of the scope found a dislodged broken off brush tip at the distal end. Error code e024 occurs when the device detects low flow rate through the balloon channel. The stuck piece of brush may have contributed to the low flow rate. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the investigation, the oer-elite reprocessor displayed error code e024 during reprocessing, indicating a pressure problem in the balloon/instrument channel. The device evaluation found the tip of a cleaning brush stuck in the channel. It is likely that the cleaning brush became stuck and broke off in the channel during the precleaning process. However, a definitive root cause could not be determined. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be the cleaning brush becoming lodged in the balloon channel during reprocessing. Additionally, the occurrence of error e024 in the oer-elite cleaning machine further supports this estimation, suggesting that the brush may have caused a blockage in the balloon channel. The event can be prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemicals. Chapter 7 cleaning, disinfection and sterilization procedures. Chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.